Event description:
Pt was revised to address failure of the locking mechanism. The liner was loose within the cup.

Manufacturer narrative:
Visual examination of the returned liner does find evidence to support the report of disassociation. The product evaluation and review of the device history records did not however reveal any product problems, related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated; however, CAPA has been initiated to further investigate possible causes of disassociation and to determine if future action is appropriate. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.